Manufacturer narrative:
Explanation: there was no death associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4), monitor sn (B)(4), belt sn (B)(4), and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor sn (B)(4) - 02/01/2012; monitor sn (B)(4) - 04/08/2013; belt sn (B)(4) - 02/07/2014; belt sn (B)(4) - 06/04/2014. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid svt exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. A secondary cause of the false detection was ECG motion artifact. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of three total shocks. The patient was reportedly at a dialysis appointment at the time of the event. Svt contributed to the false detection during the first shock at approximately 9:38am. The patient's equipment was exchanged and approximately 5 and a half hours later, the patient entered vt at 180bpm. The response buttons were pressed during a 40 minute period. A treatment was then delivered while the patient was in vt at 190bpm and the rhythm was converted to a sinus rhythm at 90bpm. The patient then entered svt approximately 3 minutes later. The response buttons were again pressed during a 25 minute period. A third shock was then delivered while the patient was in svt at 180bpm and the rhythm following the shock was sinus rhythm at 80bpm. The patient was taken to the hospital and continued use of the lifevest.